Event description:
The customer reported that this valve was explanted after 42 days implant duration after a minimally invasive mitral valve replacement procedure. The customer reported that the pt was called in for echocardiography as surgeon learned of a problem with another model 6900ptfx mitral valve minimally invasive case where the valve holder was not removed from the sewing ring of the valve. See MDR 600000-2006-00517. Echocardiography revealed a mitral valve disturbance. At explant, the customer reported that the valve holder was still attached to the sewing ring of the valve. The customer reported that the color of the valve holder made it difficult to distinguish from the surrounding tissue and the valve holder was hard to visualize in the small field of the minimally invasive approach. No further info was provided.

Manufacturer narrative:
Device not returned.